Event description:
The surgeon removed an infected kugal mesh due to the recurrence of a ventral hernia. A large piece of permacol was then sutured in position to repair the hernia with non absorbable prolene sutures. The patient was returned to surgery due to recurrence of the ventral hernia following placement of permacol. The surgeon reports that upon exploration the permacol and sutures had torn away from the host tissue. The sutures were placed approx 1cm from the edge of the implant with a running stitch or nonabsorbable sutures. The surgeons primary concern was that the pulled away permacol was bunched up and sticking to the bowel. The surgeon was able to pull away most of the permacol but had to leave a piece on the bowel as he couldn't remove it. The surgeon stated that he does not feel that the permacol was at fault since omentum was not available and this sort of complication can happen with any mesh.